Event description:
Device #1 of 2. Reference MFR. Report: 1627487-2014-26801. It was reported the patient is experiencing auto-reducing and not receiving effective stimulation. Lead diagnostics showed multiple invalid contacts and multiple low impedances. Reprogramming was only able to provide unilateral stimulation and the patient needs bilateral coverage. X-rays were taken and showed no anomalies. Follow up information identified the patient underwent surgical intervention to remove and replace the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.